Manufacturer narrative:
E1-initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 15mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during inflation at 6 atmospheres for 10 seconds. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. A 15mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during inflation at 6 atmospheres for 10 seconds. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. Tip showed no signs of tip damage. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There were no patient complications, and the patient was in good condition after the procedure.

Manufacturer narrative:
Investigation results: device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination of the hypotube identified no issues. A detailed microscopic examination of the balloon material noted the balloon was ruptured in the mid-section of the balloon. Examination of the polymer extrusion shaft noted inner lumen damage stretched and flattened with the balloon body. During leakage testing, due to the balloon rupture in the mid-section of the balloon material, it was not possible to inflate the balloon. No other issues were identified during the product analysis. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Device history review (DHR): review of the DHR shows that the device was manufactured per specification, review of the instructions for use indicates that the device is not to be used if damages or defects are identified prior to use, and the reported events do not indicate any damages or defects to the device during unpackaging, it was considered likely that the reported events occurred due to factors encountered during the procedure, such as continuous interaction between the rotating burr and the rotawire at a single point of the rotawire, leading to resistance and wire fracture. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Most probable root cause and conclusion: this investigation is assigned a conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information available and the investigation conducted. E1-initial reporter city: (B)(6).